Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. The cause of the code (B)(4) - charge profile fault is an open resistor r45 on the computer/analog (ca) board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the open resistor is excessive current. The cause of the excessive current is an fractured solder connection at high-voltage capacitor c21 on the defibrillator board. The cause of the fractured connection is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll for an unrelated issue. During servicing of the monitor, a reportable event was found. There was a service code (B)(4) - charge profile fault. The patient was issued a replacement monitor.